Event description:
Event description boston scientific received information that this right ventricular lead was abandoned surgically due to impedance measurements greater than 9999.0 ohms and loss of capture. The patient experienced symptomatic bradycardia and was hospitalized.